Manufacturer narrative:
Additional information (07-jan-2022): siemens headquarters support center (hsc) completed the investigation of the event. Hsc reviewed the information provided by the customer and the dimension exl instrument data. Quality control was within acceptable ranges. No issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. Repeat of the same sample yielded expected results. A potential product issue has not been identified. The cause of the event is unknown. The device is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00357 was filed on 30-dec-2021.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant falsely depressed urinary/cerebrospinal fluid protein (ucfp) patient sample result obtained on a dimension vista 1500 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed urinary/cerebrospinal fluid protein (ucfp) patient sample result was obtained on a dimension vista 1500 system. The falsely depressed result was not reported to the physician. The sample was reprocessed both on the original dimension vista 1500 system and an alternate dimension vista system. Higher results, considered correct, were obtained. The higher reprocessed result on the original dimension vista system was reported. There were no known reports of patient intervention or adverse health consequences due to the falsely depressed patient result.